Manufacturer narrative:
(B)(4). No batch number provided therefore DHR could not be conducted. IFU stated that urinary tract infections, urgency and tenesmus, irritations of catheter due to encrustration are documented potential complications. Plus incorrectly positioned catheter can cause urethral damage if the balloon is inflated within urethra. There is no sample returned for this complaint therefore investigation was done based on complaint description and IFU reference. According to the complaint description, it is possible that the selection of catheter size was wrongly picked. Bigger size will cause more contact with the urethra and might be causing the physical response. Suggest to consult with medical experties on appropriate catheter size before used on patient. Complaint not confirmed.

Event description:
It was reported that the patient was re-catheterized with a catheter 3v 18 ch after the patient pulled out the previous one. A hemorrhage was observed the origin of which was obviously urethral given the circumstances of de-catheterization/re-catheterization. Clinical consequences: the patient was re-catheterized with smaller size catheter(16ch).

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was re-catheterized with a catheter 3v 18 ch after the patient pulled out the previous one. A hemorrhage was observed the origin of which was obviously urethral given the circumstances of de-catheterization/re-catheterization. Clinical consequences: the patient was re-catheterized with smaller size catheter(16ch).